Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable ldl-cholesterol gen.3 results from the cobas c 503 analytical unit. The initial result was 17.8 mg/dl. On (B)(6) 2025, the repeat result was 169 mg/dl. This result was believed to be correct.

Manufacturer narrative:
The field service engineer found that the protective plate and the caps of the ultrasonic mixers were covered in serum. The probes for sample and reagent pipetting were adjusted horizontally and vertically. The tube and vacuum container for diluted waste were cleaned, as well as the adjacent tubing from the cuvette wash station. A hardware check was executed, and the results were within specifications. The investigation was unable to determine a specific root cause. The event was consistent with an instrument issue or a pre-analytical handling issue at the customer site. Correct pre-analytic sample handling is within the customer's responsibility.